Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). Total number of events: (B)(4). Gynecare tvt - (B)(4). Gynecare tvt abrevo continence system - (B)(4). Gynecare tvt exact continence system - (B)(4). Gynecare tvt obturator system - (B)(4). Gynecare tvt retropubic system - (B)(4). Gynecare tvt-aa abdominal - (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to the FDA 12/21/2015. Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015. Supplemental 02.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period june 1, 2015 through july 31, 2015. Supplemental 09.

Manufacturer narrative:
Date sent to the FDA: 04/22/2016, (B)(4). Reporting period june 1, 2015 through july 31, 2015supplemental 04.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 13 - attachment: [(B)(6) 2015 otn supplemental 13.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 14 - attachment: [(B)(6) 2015 otn supplemental 14.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period june 1, 2015 through july 31, 2015.